Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with sample m8 mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to degeneration of lumbar intervertebral disc. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The product came in contact with the patient. No patient complications were reported.